Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected driveline issue was confirmed during the evaluation of the returned segment from the heartmate ii lvas, serial number (B)(6). Additionally, the report of external jacket damage was confirmed through this evaluation. The submitted log files showed 4 pump stops on (B)(6) 2019 at 11:060:01pm, (B)(6) 2019 at 9:33:54am, (B)(6) 2019 at 10:23:48am, and (B)(6) 2019 at 1:20:54am. The captured events occurred while operating on the power module. An onsite driveline repair was performed on 13may2019 by abbott personnel. The driveline was severed approximately 19" from the controller connector and the distal portion was replaced with no issues under work order #00065373. The approximately 19" segment of driveline replaced by technical services was returned for evaluation. Examination of the driveline revealed tears in the silicone jacket approximately 2.5¿, 8.5¿ and 11¿ from the controller connector. There was no visible damage to the bionate. Visual inspection revealed some breakdown of the braided shield throughout the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline revealed damage to the insulation of the green wire approximately 9¿ from the controller connector. The remainder of driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that could have contributed to an electrical short. The break in the wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. If the exposed conductor contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the reported pump stoppage events. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 3 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that pump stoppages were reported. Technical services reviewed the submitted log files, and pump stoppages were confirmed. The patient was provided two ungrounded power module patient cable. On (B)(6) 2019, technical services performed a distal end percutaneous lead (driveline) replacement. No additional alarms were reported post replacement. No additional information was provided.